Manufacturer narrative:
(B)(4) - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product has been returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that after this mechanical aortic valve was sewn in, the valve holder stuck in the valve housing and dislodged from the valve ring, breaking one leaflet. The valve was removed and another ats valve was successfully implanted with no adverse patient effects.